Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose was 400 mg/dl at the time of incident. The customer was treated with insulin pump. Customer reported that they did not allege insulin pump was under delivering. Customer also stated that the drive support cap appears normal. The insulin pump will not be returned for analysis.